Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the left ventricular (lv) lead was performed in which allegation could not be confirmed. Moreover, a blood or body fluid was noted in the lumens.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead incurred damage on the lead body. No adverse patient effects were reported.